Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor - does not communicate with belt) has been confirmed. Upon investigation the monitor receptacle was damaged and was unable to latch into a belt. The monitor's electrode belt connector was damaged, damaging the pulse pin within the receptacle. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.